Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that the forceps channel was clogged with an unidentified foreign object. There were no deformations or damage to the forceps channel and there were no obvious deviations in reprocessing. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Upon further evaluation, service found the suction function failed, due to the clogged biopsy channel. In addition, service found the displayed image was grainy, the right/left knob angulation had play and was out of specification, the universal cord was scratched, and the switch box unit was broken. The control grip was scratched, the paint on the air/water nut was peeling off, and the paint on the suction cylinder nut was peeling off. The bending tube was deformed, the connecting tube protector was shaved, the connecting tube was scratched, the rubber adhesive was porous, the adhesive around the charge coupled device (ccd) cover lens had discoloration, and the adhesive at the distal end had discoloration. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the subject device had no water flow from the air/water channel. The issue was found during reprocessing. There was no patient involvement. It was noted that there was no complication reported in the procedure prior to reprocessing. The device was returned to an olympus service center for evaluation. During inspection and testing, service could not confirm the customer¿s reported water flow issue from the air/water channel but found the biopsy channel was clogged with foreign material. This report is being submitted for the foreign material found by service during the device evaluation.